Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc- (B)(4) 1644408-2022-01782; 942-01-40h, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient became infected shortly after primary hip on (B)(6) 2026. Required I&d with liner and femoral head revision. Acetabular cup and femoral stem components remained stable.